Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed out the cartridge and infusion set. The customer's blood glucose (bg) level was 600 mg/dl and insulin injections were used to address the bg level. A cause of the occlusions prior to the supply change could not be determined. Tandem technical support had the customer perform a system check using the current supplies on the pump. The pump and infusion set tubing were found to be functioning as expected. The cannula was removed and no damage was noted. The customer had been in the sun and the pump had been worn against the skin prior to the occlusion alarm. The customer changed the pump supplies and insulin delivery was resumed.